Event description:
It was reported that the device had poor video image quality. There was no patient harm reported.

Manufacturer narrative:
The device was received at the repair site for evaluation and the customer's allegation was confirmed. The image distortion was caused by a cable failure. The device evaluation also identified cable flooding and loose section of rating plate. A device history review of the current product was conducted, and no problems were found. The instructions for use (IFU) for this device indicate: 4.1 precautions (warning): if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. If for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Endoscope image unexpectedly disappears or cannot be unfrozen (warning): do not strike or drop the product. Water leakage may damage the product's internal circuitry. Olympus will continue to monitor the field performance of this device. Follow-up in progress to obtaina dditional information regarding the event. If additional information is received, this report will be supplemented.